Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information, device availability - additional information, date received by manufacturer - additional information, type of report - follow up, follow up type - additional information / device evaluation, device evaluated by manufacturer / evaluation summary - additional information, event problem and evaluation codes - additional information, additional narrative/date - additional information.

Event description:
The receiver was returned for evaluation. The following were performed: external visual inspection, internal visual inspection, receiver charge and boot, and pairing test, pairing/calibration/performance/range test and the data file was reviewed. The receiver perpetually rebooted. The reported allegation could not be confirmed on the event date because the receiver and transmitter were not in a sensor session and\or paired.